Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification failing incoming tests due to a damaged main board. It was also noted that errors were identified in the log files. The instrument booted up to an error code. The hanger assembly was damaged. A screw was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.